Event description:
It was reported that during a follow up, high, out of range hv lead impedance was observed. No other electrical anomalies were detected. Further testing was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).